Event description:
Procedure type: lap colon. Patient gender: unknown. According to the reporter: balloon exploded when the forceps touched the balloon. There ws no report of pieces falling into the cavity or impacting the patient. The incision was not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
.